Event description:
It was reported that this implantable pacemaker was suspected to be exhibiting premature battery depletion behavior. The device recently declared end of life (eol). Approximately five months prior, the estimated battery longevity showed 8 months remaining. It was also noted that during the most recent device interrogation, there was limited device function available. The patient was admitted to the hospital for possible shocks delivered, and for an unrelated medical condition. It is intended for the patient to be transferred to another facility for a device replacement procedure. A good faith effort was recently submitted to the field to obtain additional information, including the current status of the patient and the device, along with a request for the device serial number. We were informed that the field representative did not have any further information at this time. Based on the current information available, this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker was suspected to be exhibiting premature battery depletion behavior. The device recently declared end of life (eol). Approximately five months prior, the estimated battery longevity showed 8 months remaining. It was also noted that during the most recent device interrogation, there was limited device function available. The patient was admitted to the hospital for possible shocks delivered, and for an unrelated medical condition. It is intended for the patient to be transferred to another facility for a device replacement procedure. A good faith effort was recently submitted to the field to obtain additional information, including the current status of the patient and the device, along with a request for the device serial number. We were informed that the field representative did not have any further information at this time. Based on the current information available, this device remains implanted and in service. No adverse patient effects were reported. Additional information was requested from the field to obtain current device status, and whether the clinical observations of suspected shocks delivered were confirmed/appropriate, as well as the device serial number and implant date. The field representative was unable to provide any further information.